Manufacturer narrative:
Hoya device has not yet been returned for evaluation. (B)(4).

Event description:
It was reported while doctor was advancing the lens, it stuck in the injector. The injector/lens was removed and the incision was enlarged. A back-up lens was implanted with no issue. Patient's outcome is good.

Manufacturer narrative:
Device evaluation from qa (B)(4): sn: (B)(4): the lens was ejected from the injector tip and was not returned. The slider and the screw could advance fully. Trace of lubricant was found inside the injector tip. Internal reference: (B)(4).

Event description:
It was reported while doctor was advancing the lens, it stuck in the injector. The injector/lens was removed and the incision was enlarged. A back-up lens was implanted with no issue. Patient's outcome is good.